Manufacturer narrative:
Brand name - changed from "(B)(6)" to "(B)(6)". Manufacturer site - entered conway full address information. Device evaluated by manufacturer? Checked "not returned to manufacturer".

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, (B)(4) and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated she was a regular user of kotex tampons. She began to show symptoms of a possible infection two days before her scheduled hysterectomy. During an exam prior to the surgery an infection was identified and a small amount of tampon material was removed. She was treated with antibiotics.